Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was 278 mg/dl. A bolus via the pump was delivered to address elevated blood glucose. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.